Manufacturer narrative:
H.3, h.6: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4: this is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
As initially reported by the health care professional stated that the consumer wore the contact lenses and experienced corneal vessel ruptured in both the eyes. Information about the treatment was unknown. The current status of the consumer's eye was resolved at the time of this report. No additional information has been requested since consumer refused to follow up.

Manufacturer narrative:
H.3, h.6: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed and there was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. D.4: this is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.